Event description:
It was reported that the patient underwent lumbar spine x-rays which demonstrated a grade I anterolisthesis of l4 relative to l5. There was no evidence of instability between the flexion, neutral, and extension views. Disk space narrowing is seen at l4/l5 and l5/s1. Vacuum disk was noted at l5/s1. Multiple surgical clips projected over the pelvis. Reportedly, the patient underwent a stress test. Fifty-two days later the patient presented with intractable low back pain and sciatica with the preoperative diagnosis of l4-5 stenosis and spondylolisthesis. The patient underwent surgery which consisted of a l4-5 laminectomy and posterior lateral fusion using local autograft bone and rhbmp-2/acs. At the patient's request, no instrumentation was implanted. It should be noted that the patient had been difficult to intubate due to difficult visualization and anatomical structures. No patient complications were noted. Three days post-op, the patient underwent a lower extremity duplex scan which showed no evidence of deep vein thrombosis of venous obstruction. Four days post-op, the patient was discharged from hospital. Labs were taken which revealed low rbc, hemoglobin and hematocrit levels. Fifteen days post-op, the patient presented with drainage from surgical wound. The patient was prescribed keflex and silvadene. The wound did not appear infected however a culture had been taken from the serous fluid which was positive for escherichia coli. Eighteen days post-op, the patient presented in ER with episodes of dizziness and nausea. The patient stated the condition started on three days post-op. The patent also reported heavy sweating x 2 days. At this encounter the patient also had an occipital headache. The patient had some back pain. Labs were unremarkable. The patient underwent an EKG which revealed a septal infarct, age undetermined. Thirty-one days post-op, the patient presented with the appearance of a closed wound and no infection; the patient was to continue to use antibiotic cream. Fifty-seven days post-op, the patient presented with back pain and underwent lumbar spine x-rays which demonstrated grade 2 anterolisthesis of l4 on l5 slightly progressed from prior exam and marked disc space narrowing l5-s1. Fifty-nine days post-op, the patient presented with mild symptoms. Per the encounter notes, x-rays showed the bony construct was still not as good as it was supposed to be. The patient was to wear their hard brace when out of bed. 148 days post-op, the patient presented with back pain and underwent lumbar spine x-rays which redemonstrated grade 2 anterolisthesis of l4 relative to l5. Disk space narrowing at l5/s1. The remaining intervertebral spaces and vertebral body heights were preserved. 150 days post-op, the patient presented with almost no back pain and the buttock and leg pain were relieved. The patient was wearing a soft brace. Per the encounters notes, x-rays showed some solidification for the fusion. 204 days post-op, the patient presented with back pain and underwent lumbar spine x-rays which demonstrated an amorphous density posteriorly at the level of l4, possibly representing bone graft material or postoperative heterotopic ossification. There was severe degenerative disk disease affects l5-s1 and mild degenerative disk disease affecting l4-l5 with grade 2 anterolisthesis of l4 relative to l5 that increased slightly (by approximately 2 to 3 mm) on flexion. The remaining intervertebral disk spaces were within normal limits. Vertebral body heights were preserved. Surgical clips were noted in the pelvis. There was a mild atherosclerotic calcification of the distal abdominal aorta. 211 days post-op, the patient presented with some mild pain controlled with pain medication. The patient had occasional tingling down the legs but no pain. Per the encounter notes ¿¿unfortunately x-rays show she is not fused ...¿ it was recommended that the patient wear the brace and consider an instrumented fusion surgery. 407 days post-op, the patient presented with back pain and underwent lumbar spine x-rays which demonstrated an amorphous density posteriorly at the level of l4 which may have represented bone graft material. There was severe degenerative disk disease at l5-s1. Mild degenerative disk disease l4-l5 with grade 2 anterolisthesis of l4 relative to l5 that was stable on flexion. Remaining intervertebral disk spaces were within normal limits. Vertebral body heights were preserved. Surgical clips were noted in the pelvis. There was a mild atherosclerotic calcification of the distal abdominal aorta. 410 days post-op, the patient presented with occasional mild back pain and no radicular pain. Patient was treated with tylenol.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted and/or used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.